Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the clip that attaches the oxygenator to the cardiotomy broke in half when they were changing out the oxygenator. The product was changed out. The surgery was completed successfully.